Event description:
It was reported that during a sigmoidectomy procedure, the clip was unformed at the first firing. When the device was fired without tissue outside the patient's body, the jaw would not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.